Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had blood glucose levels ranging from 425 mg/dl to 519 mg/dl.the customer reported having leg pain. Unable to complete troubleshooting due to the customer waiting to receive tubing clamps.